Event description:
When disconnecting the "smartsite infusion set" IV tubing from the patient's left internal jugular (ij) triple lumen catheter, the "male" end of the tubing broke off into the blue triple lumen port. After attempts to remove the plastic piece, it was determined patent, and an infection risk. The patient's central line was then changed over wire by the physician.